Event description:
A customer reported to beckman coulter (bec) that the synchron lx I 725 clinical system generated falsely high results for triglycerides (tg) and falsely low results for high-density lipoprotein (hdld) for several patient samples. The customer indicated the results were reported out of the laboratory for only one patient, and this did not affect the patient treatment. The results reported for the patient were: tg original result was 660 mg/dl, repeat result was 115 mg/dl.; hdld original result was 39 mg/dl, repeat result was 50 mg/dl. Other patient samples were affected but the results were not reported out of the laboratory. Qc data provided by the customer showed that tg was within (B)(4) specifications on (B)(6) 2013, before the incorrect results were obtained. Qc run after the event was out of (B)(4).

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced multiple hardware components and ordered parts. The fse returned to the customer site on (B)(4) 2013 and reported replacing the following parts: (both mixer paddles, wash inserts, and sample syringe valve). The fse performed all alignments on the instrument and ran performance verification tests (pvts) and precision study. More parts have been ordered by the fse. The fse went back to the customer laboratory on (B)(4) 2013 and replaced degassers and waste filters in hydro. The fse preformed alignments on the instrument, ran qc and precision studies. Per the fse, replacing the degassers resolved the issue. None of the parts were available for return for investigation. As of (B)(4) 2013, the customer has not called to report any reoccurrence of this issue.